Manufacturer narrative:
Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of tachycardia is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that a patient experienced difficulties breathing, tachycardia, swelling and inflammatory reaction" after they were injected with botox, fillmed universal (lips), profhilo and in the cheeks with juvéderm® volux¿".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reporter has declined to provide allergan further information regarding event, product, or patient details. Corrected data: section c. Suspect product, d.4., h.4., h.6.

Event description:
Healthcare professional (hcp) reported that a patient experienced difficulties breathing, tachycardia, swelling and inflammatory reaction" after they were injected with botox, fillmed universal (lips), profhilo and in the cheeks with juvéderm® volux¿".